Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The pharmacy, reported the following event : "the screw fractured while implanting the late (screw thread was left, screw head was retrieved). No delay and no adverse consequences were reported by the account.

Manufacturer narrative:
The reported event that the ¿cortex screw axsos 3 ti ø3.5mm / l30mm¿ fractured while being implanted, could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. The device inspection revealed that the screw is broken in the threaded part, just below the head. The inner surface of the screw head ¿ the hexagon part ¿ is scratched, while the engraved text has signs of rust. The broken surface presents a smooth surface with a fine grained texture (fatigue zone) and an instantaneous zone. Such a pattern is consistent with fatigue fracture, which can occur under repeated or fluctuating stresses. Fatigue fractures begin as a microscopic crack or cracks that grow as force is applied repeatedly to a part. This means that the fracture started at a point of origin and progressed across the shaft until the remaining material was no longer strong enough to support the load and it finally broke. The hexagon of the screw head is quite deformed which was apparently caused during insertion of the screw. Such deformation indicates violent moves, or the use of a power tool. If the screw has not been inserted carefully/properly and with the appropriate tools, it is quite possible that its integrity has been compromised, which is definitely a deviation from the specifications. Users should always read the instructions provided before using a specific instrument/implant. As per IFU (v15013), ''ensure that you are familiar with the intended uses, indications/ contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system.¿ as per op. Tech. (Axsos 3 proximal lateral tibia targeter surgical technique_2015-8380), ¿use low speed only and do not apply axial pressure if power screw insertion is selected. Stop power insertion approximately 1cm before engaging the screw head in the plate. Power can negatively affect final screw insertion, and if used improperly, could damage the screw/plate interface. This can lead to screw head breaking or being stripped. [¿] do not use power for final insertion of locking screws. It is imperative to engage the screw head into the plate using the torque limiter. Ensure that the screwdriver tip is fully seated in the screw head, but do not apply axial force during final tightening. If the screw stops short of final position, back up a few turns and advance the screw again (with torque limiter on).'' Screw breakage in general has been experienced. It does not present an unanticipated event in itself. Depending on the load application, on the suitable anatomical reduction, on the kind of bone breakage and other factors, a screw breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. Implants will be subject of a fatigue fracture if the biomechanical stresses on the implant are too high or not considerably reduced during the period of implantation. Usually a breakage is contributed by one or more deficits, e.g. Insufficient bone healing, product damage. Implant breakage may occur when the material is subjected to repeated loading and unloading resulting fatigue of material. If the loads are above a certain threshold (microscopic) cracks will begin to form on the surface.¿ based on investigation, the root cause was attributed to a user related issue due to improper insertion of the screw in the bone. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The pharmacy, reported the following event : "the screw fractured while implanting the late (screw thread was left, screw head was retrieved). No delay and no adverse consequences were reported by the account.